Manufacturer narrative:
The device was returned to olympus for evaluation, but evaluation has not been completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope experienced pressure problems during reprocessing. Based on initial evaluation it was found that there was foreign material in the channel that could not be removed. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during initial evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed as no difficulties to pressurize the device were observed. In addition, the insufflation channel is clogged by foreign translucid gelatinous material , and the bending section cover adhesive was separated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was probably simethicone or similar. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or in adequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic system, inspection of the air-feeding function, and inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.